Manufacturer narrative:
Additional information: the device remains implanted in the patient; therefore, product testing on the actual device could not be performed. The device identifiers were not provided; therefore, the device history records for this device lot number could not be reviewed. A review of the device labeling was completed. Edema and inflammation are identified in the labeling as known inherent risks of trabecular micro-bypass stent procedure. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. An adverse event appears to have occurred, but does not appear to have been a problem with the device or the way it was used. Edema and inflammation are established risks associated with use of the device, which is clearly specified in the product's labeling. Based on the information received, the root cause of the reported event could not be conclusively identified. MFR# reference: (B)(4).

Event description:
The following was reported through a request for a medical expert consultation. Reportedly, following a cataract plus trabecular microbypass stent system procedure, the patient initially presented with cystoid macular edema (cme), which subsequently resolved with medication. Additionally, the patient has experienced chronic inflammation for approximately one (1) year postop. A medical expert consultation has been offered. Additional information is being requested.

Manufacturer narrative:
Additional information. MFR# reference: (B)(4).

Event description:
Through follow-up, the surgeon consulted with a medical expert who reported discussing the patient's chronic inflammation, including stent removal and techniques to remove the stent. The report noted that it is unknown whether the stents contributed to the "low-grade" inflammation.